Event description:
It was reported by service report that the stretcher zoom drive is intermittent. Customer could not determine if there was pt involvement, however no adverse consequences were reported.